Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
After the child patient had been placed on the appropriate position and had underwent local anesthesia , the renal puncture needle was used for puncture under the guidance of b ultrasound, but the renal tissue could not be obtained after the needle puncture into the kidney; the impact on the patient after the replacement of renal puncture needle: after repeated puncture, the patient experienced local pain, and complained of pain in the left kidney area 4 hours later. B ultrasound suggested 3cm hematoma in the left kidney; the time of treatment measure: (B)(6) 2019; the treatment measures taken: the renal puncture needle was replaced immediately, and the patient was kept under close observation after the surgical operation; the adverse event was improved on (B)(6) 2019.